Event description:
A report was received that the patient was not getting good pain relief due to high impedance contacts. The patient underwent a lead revision procedure. The physician replaced patient's lead. The patient is getting good stimulation and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.